Manufacturer narrative:
Bed in storage area. Technician found service codes and left intermediate cable with intermittent connection was not working correctly. Isolated the problem to old fluid residue in ucm board. Replaced left intermediate cable and ucm board to correct problem.

Event description:
Customer stated that service required light was flashing. No alleged injuries by acount.